Event description:
Reportable based on device investigations completed on 21-apr-2022. It was reported that the wire got kinked. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. During the procedure, a 7f jr was engaged and normal ptca wire was crossed through the lesion and was exchanged with rota wire. A 1.50mm rpl was then used, however, while loading the burr the wire got kinked at mid segment. The device was removed and the procedure was completed with another of the same device. There were no complications reported. However, device investigations revealed that the spring tip detached from the guidewire.

Manufacturer narrative:
Initial reporter address: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. The returned guidewire had the spring tip detached from the guidewire. The device has two kinks in the body of the guidewire located approximately at 82.5 cm and 125 cm from the distal end. Dimensional inspection revealed that the distal. Medium, and proximal overall dimension are within the specification.